Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that during testing it was seen that there were 3 electrode channels with high impedance and 2 electrode channels with short circuits. The pt was not complaining of any discomfort or change in sound perception.